Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 was drifting. No troubleshooting was performed since the reporter was not in the procedure. The logs were not available because the system was power cycled. The system completed a self-test, and no issues were observed in the live logs. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi reviewed the system logs confirming a 23075 error - a surgeon's hand may not have been touching the right master tool manipulator (mtm) while in following mode at surgeon side console (ssc) 2. The customer-reported event is on universal surgical manipulator (usm) 1 while the observed drift error 23075 is on right mtm. A review of the system logs also indicated the correlation of mtm left with usm 1. As a result of this observation, it can be deemed that this drift error 23075 is unlikely to be in association with the customer-reported issue. The definitive root cause cannot be established due to no product returned for failure analysis.